Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. The catheter was applying rf close to the appendix of the left atrium with parameters of 40w and 43°c where a high contact of 80 grams was noted. The anesthetist then noted a decrease in the patient's blood pressure. A pericardiocentesis was performed, the patient stabilized and was transferred to the ICU for monitoring.